Manufacturer narrative:
Patient age is unknown; however reported to be over 18 years old. A visual examination of the returned device found residue on the device indicating procedural. The guidewire lumen (side-car) presented push-back. Functionally the device extended and retracted the basket without issue. The basket wires were found to be even and not deformed. Based on the condition of the returned incident device, the complaint could not be confirmed that the device failed to capture the stone. Furthermore, during the evaluation it was noted that the guidewire lumen (side-car) presented push-back, it is likely that this device damage occurred during attempts to capture the stone during the procedure. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
It was initially reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the was loaded over the guidewire and passed through the duodenal scope up into the common bile duct to remove biliary stones. The basket was opened and physician tried to entrap the stone but the stone kept sliding out of basket when he tried to close. After repeated tries, he removed the device and completed the procedure with a different type device. Reportedly no device damage was noted at the time, the size of the stone was approximately 1cm-2cm, and no stones had been captured and crushed prior to this. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; side-car push-back.